Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of the literature article 'efficacy of combined anteroposterior fusion with no plate versus anterior fusion alone with cage and plate for multilevel degenerative cervical disease' from the spine journal. This study enrolled 62 patients who received surgical treatment for multisegmental degenerative cervical disease involving three or more segments between march 2001 and march 2010 and who were followed for at least 2 years. Group a was implanted with stryker solis cages and a competitor's plate. It was reported that two patients received revision surgery. It is not known why or for what they received revision for.

Manufacturer narrative:
The article 'efficacy of combined anteroposterior fusion with no plate versus anterior fusion alone with cage and plate for multilevel degenerative cervical disease' in the spine journal, volume 14 (598-603) 2014, was reviewed. Visual, functional, dimensional, and material analysis inspections could not be performed as the device(s) were not available. Device and complaint history records could not be reviewed for this lot, as a catalog or lot number was not provided and could not be obtained. Group a underwent anterior decompression fusion with a solis cage, filled with autogenous iliac cancellous bone graft and an anterior plate. This complaint addresses two patients in group a who received revision surgery. The reason for revision is unknown. No additional information was provided. There is no indication of malfunction of a stryker device nor if the stryker device was the reason for revision surgery. The cause for the revision surgery cannot be determined from the information provided.

Event description:
This record captures a review of the literature article 'efficacy of combined anteroposterior fusion with no plate versus anterior fusion alone with cage and plate for multilevel degenerative cervical disease' from the spine journal. This study enrolled 62 patients who received surgical treatment for multisegmental degenerative cervical disease involving three or more segments between march 2001 and march 2010 and who were followed for at least 2 years. Group a was implanted with stryker solis cages and a competitor's plate. It was reported that two patients received revision surgery. It is not known why or for what they received revision for.